Event description:
Discordant sodium (na) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated twice on the same instrument. The second repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the rotary valve ground wire, waste tubing and checked the integrated multisensor technology system. The cause of the discordant sodium results is unknown. The cse successfully ran a precision test and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.